Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of the right ventricular (rv) lead a revision performed three months ag0 due to high rv threshold observed at 14 days post operation appointment. Following the rv lead revision, rv bipolar and tip to coil out of range impedances were high/undefined and lead integrity alert (lia) subsequently triggered for high rate non-sustained episodes and lead impedance variation. Stored episodes did show oversensing on the rv tip to rv ring whereas the can to coil is without artifact. Additionally, it was reported that rv lead sensing integrity counter (sic) counts began incrementing and the most recent bipolar lead impedance measured 0 ohms. The allied healthcare professional indicated that ventricular tachycardia (vt) therapies were programmed off and number of intervals to detection was extended. The rv lead remains in use. No patient complications have been reported as a result of this event.